Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The philips field service engineer reported that the heartstart xl battery failed during preventive maintenance.